Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) used to capture the patient code medical device removal. UDI#: (B)(4).

Event description:
Medical records received. After review of medical records, the patient was revised to address pain, infection and adverse reaction to metal debris. Aspiration of the hip joint was significant for more than 300, 000 white blood cells with 98% neutrophils and gram-positive cocci. Inflammatory markers were markedly elevated. There was an immediate gush of purulent fluid with projectile purulence from the lateral aspect of the femur. The trunnion was noted to be corroded. A pencil-tip bur used to disrupt the interface between the proximal femoral spout and the femur broke and was noted to be lodged in the femur. X-ray confirmed a broken bur within the femur on ap and lateral views. This could not be located and the decision was to leave the broken piece in situ. When the spout was removed, a minimally displaced fracture of the proximal femur in the subtrochanteric region was identified. This was secured with cerclage fixation. Necrotic tissue was debrided. Doi: (B)(6) 2007 - dor: (B)(6) 2019; (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received alleging elevated blood metal ion levels, injury, pain and suffering. Doi: (B)(6) 2007. Dor: (B)(6) 2019, (right hip).